Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant due to high pacing impedance measurements. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead is not expected to be return.